Event description:
The customer returned an additional sample for evaluation along with the sample for master complaint (B)(4). Upon visual inspection, the sample revealed a tiny part of the vial's rubber in the vial. Inspection on the vial's membrane showed that the piercing was not centered but has been done at an angle. Patient involvement is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available for evaluation. The vialmate arrived attached to a vial and a viaflo bag. The vialmate was unlocked. Visual inspection on the sample revealed a tiny part of the vial's rubber in the vial. Inspection on the vial's membrane showed that piercing was not centred but has been done at an angle. Vialmate was dismantled to be further investigated, however, the vialmate showed no non-conformities. The reported condition was confirmed. The root cause was determined to be a misue of product. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This is a product not distributed in the us and does not have a 510k number.